Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 7086639. Customer states that the plunger rod difficult to move before injection. The returned syringe was examined and no defects were observed on the sample. The sample was also tested and the plunger was exercised in the barrel properly without any observed defects. A review of the device history record was completed for batch# 7086639. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the plunger rod was difficult to move before injection.